Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by a review of the provided picture. Visual examination identified that the device is pictured with the needle, white suture separate from the toggle. The top hat button is free and the rest of the assembly is missing. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products item# 904759; ziptight ankle syn fixation-ti; lot# 253590. Item# 904759; ziptight ankle syn fixation-ti; lot# 253590. Item# 904759; ziptight ankle syn fixation-ti; lot# 080100. Report source foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04710, 0001825034-2019-04711, 0001825034-2019-04712.

Event description:
It was reported that during surgery while reducing the device, the suture fractured. There was a delay of 1.5 hours as a result of this event. Attempts have been made and additional information on the reported event is unavailable.